Manufacturer narrative:
An event regarding patient factors involving a solar head was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: the device was not retuned for inspection; however, photographs were provided for review. The photographs show a recently explanted solar head. There is nothing remarkable to note. -clinician review: a review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had a primary right shoulder hemi arthroplasty that failed due to failure of the rotator cuff since I was able to see the x-rays showing the implant that were consistent with rotator cuff arthropathy. Root cause analysis: the root cause of this event I believe can be determined. The implant actually had excellent longevity having remained in place for over 25 years. The reason for the revision was failure of the rotator cuff with the shoulder losing the stabilization necessary to keep it within the glenoid. Patient factors play a role in that the rotator cuff obviously was torn completely which could have been due to trauma or a degenerative process." -product history review: review of the device history records could not be performed as the DHR could not be located. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient will be revised due to failure of the rotator cuff. A review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had a primary right shoulder hemi arthroplasty that failed due to failure of the rotator cuff since I was able to see the x-rays showing the implant that were consistent with rotator cuff arthropathy. Root cause analysis: the root cause of this event I believe can be determined. The implant actually had excellent longevity having remained in place for over 25 years. The reason for the revision was failure of the rotator cuff with the shoulder losing the stabilization necessary to keep it within the glenoid. Patient factors play a role in that the rotator cuff obviously was torn completely which could have been due to trauma or a degenerative process." The device was not retuned for inspection; however, photographs were provided for review. The photographs show a recently explanted solar head. There is nothing remarkable to note. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Cuff failure of hemi. Revision of stryker solar tsa hemi to rsa.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Cuff failure of hemi. Revision of stryker solar tsa hemi to rsa.